Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up, imaging showed a device related thrombus grade 1. There were no corrective actions or diagnostic tests associated with the finding.